Manufacturer narrative:
The lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. It was observed that the criteria for the right ventricular lead integrity alert were met and that there was oversensing due to non-physiologic signals/sensing integrity counter.

Event description:
It was reported that the right ventricular lead had a possible fracture and oversensing/noise were noted which triggered an alert. The noise and oversensing were noted to have occurred during a operation due to electrocautery. The lead was capped and replaced. The device remains in use. No patient complications have been reported as a result of this event.